Manufacturer narrative:
(B)(4). Method: the device was reported to be returning for an evaluation and at this time is pending return. The lot number was received and a review of the device history record (DHR) was conducted for the lot number reported. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations. Device return anticipated.

Event description:
Fill volume: 540ml. Flow rate: 8ml/hr. Procedure: acl repair . Cathplace: asku. Infusion started: (B)(6) 2015. Infusion ended (B)(6) 2015. It was reported that a patient experienced a metallic taste in the mouth with a pump's infusion. The incident occurred approximately 6 hours after surgery with the patient at home. After the infusion was stopped for one hour the symptoms dissipated. Additional information was received on (B)(6) 2015. The patient reported that after the metallic taste in the mouth dissipated, the patient turned the flow rate dial down to 4ml/hr after being informed that the flow rate could be changed. The infusion continued without any symptoms occurring. The patient was taking intermittent oral pain medication along with the pump's infusion without any symptoms. The patient's current condition was reported as good. The device is available for return.

Manufacturer narrative:
(B)(4). Method: the device was reported as not available for return and analysis. A review of the device history record (DHR) was performed. Results: as the device was unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.